Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed through medical records. Review of the primary surgery notes did not indicate any intraoperative complications. The patient underwent revision surgery for the evacuation of intra-articular effusion. Three weeks later the patient underwent revision surgery due to wound dehiscence and drainage. Additionally, the poly was replaced and it was noted there was necrotic hematoma in subcutaneous tissue, large serous effusion of clear yellow fluid and synovium to be inflamed but not necrotic. Approximately one and a half years later, the patient underwent revision surgery due to partial loosening of the femoral component. Operative notes state that tibial component was well set and the femoral component, on the other hand, presents a membranous interface on several levels between the bone and the cement, which is indicative of a likely mobility which is still not macroscopically visible. X-ray images were assessed but will not be submitted to mmi at this time because there were no dates on the images and upon review, this patient has been revised more than one time, therefor it would be difficult to ascertain which event the images would correlate to. A visual examination of the provided pictures identified foreign material (probably the bone growth and bone cement) in the inferior side of the femoral component. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location as unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure and subsequently was revised due to pain and suspected aseptic loosening of the femur. There is no additional information at this time.